Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 559 mg/dl. The customer stated that prior to the event, the customer had changed out the insulin pump and was feeling sick. The customer then stated that she had to leave and did not have time to change out the infusion set. The customer also stated that when the paramedics came, they removed the infusion set and found a bent cannula. The customer was using an mmt-399 paradigm quick-set insulin infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the high pressure test. Nothing further was reported.